Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not respond to button pressing on the remote or to pressing the docking station button on the pendant. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000531, product ID: bi71000164, product ID: bi71000194, h6: multiple annex g codes were coded for this event. G04034 was coded for the kit svc bi71000164 mvs ethernet coupler. G04051 was coded for the kit svc o2 bi71000531 gantry dual fans. G04063 was coded for the kit svc o2 bi71000194 switch xray hand. H3, h6: the system was serviced in the field and the failing handswitch, network bulkhead and noisy / vibrating gantry fan were rep laced. Performed system checkout. System now operates within specifications outlined in the advanced service manual. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.